Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection revealed that the anchor of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, was fractured/broken and remained assembled within the sutures and shaft. -functional test was not performed due to the damage to the device. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. Warnings - 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The most likely cause of the reported failure can be attributed to user error of the device due to due to applying excessive mechanical forces upon insertion and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the head end of the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.